Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rtos (real time operating sys) cpu assembly was evaluated and replaced. The hard disk drive was evaluated and replaced. The sys software and calibrations were also reloaded as part of the svc event. The sys was tested and found to be working as intended and returned to svc.